Event description:
It was reported the patient ((B)(6)) was not feeling stimulation in all areas of the leg as needed. Surgical intervention was undertaken to replace the patient's lead. It was reported stimulation was not completely restored to the patient following the replacement procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.